Event description:
Revision surgery - for an acromial fracture due to the patient falling.

Manufacturer narrative:
The reason for this revision was for an acromial fracture. The healthcare professional indicated a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this first complaint against lot number 855c1219. There have been 117 previous complaints against this part number; seven have been the result of trauma incidents. Other incidents are not related to this event. The root cause for this product complaint is determined to be an acromial fracture due to a patient fall. There is no reported information that indicates a material, design, or manufacturing problem with this product.